Event description:
On 19-jul-2025, the user reported receiving alert code 38 on their pump. The issue was successfully troubleshot by the user charging the ilet battery. Blood glucose was unaffected.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Device engineering logs for the date of event were reviewed and showed no instances of malfunction alerts beyond the reported alert code 38. The ilet issued appropriate alarms including low battery. Insulin delivery requests occurred regularly and as expected relative to continuous glucose monitor (cgm) glucose values. The user successfully resolved alert code 38 by charging the ilet battery. Should additional information become available, a supplemental report will be submitted.